Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
Patient presented with a left femur fracture following a motor vehicle accident. During the femoral nailing procedure on (B)(6) 2013, reportedly two expired 5.0mm ti recon screws were implanted in the adolescent patient. There were no adverse effects to the patient or delay to the procedure due to the implantation of the expired screws reported. It was also reported that the surgeon decided that the expired screws should not pose any problems to the patient. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Synthes monument manufactured the 5.0mm ti recon screw w/t25 stardrive 65mm - sterile, part 04.031.023s, and lot number 5686799. The lot was inspected and conformed to synthes inspection sheet, dimensional inspection dated february 18, 2008 and final inspection dated february 22, 2008. There were no non conformities or other complaint-related issues associated with this complaint.